Event description:
Information was received from a consumer regarding a patient receiving morphine 30mg/ml for a total dose of 5.106mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported in 2015 the patient fell and the pump was lopsided. The patient stated the pump was messed up. It was also noted the healthcare professional (hcp) thought the pump was okay. Patient asked about pump longevity and asked how long until her pump could be replaced. Patient was redirected to hcp to discuss medical questions and concerns. Longevity for the pump was reviewed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient's pump was examined and no changed were noticed. The hcp reported the pump seemed to be in the same location. A refill was done with no issues. No further complications were anticipated/reported.